Event description:
It was reported that the zimmer skin graft mesher was chewing up the skin graft. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The technician reported receiving the skin graft mesher with a damaged comb, gouged side plates, dented shoulder bolts, and worn roller. User damaged of the comb is the most likely cause of the reported damage to grafts. A review of service records indicates that the device was purchased in 1998 and has been returned to the manufacturer for preventative maintenance eight times since purchased, with the last time in for service being january 2007.